Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the f600 fuse was open and the 3.3v and 1.8v lines were shorted. The cause of the inability to power on is the open fuse and shorted lines. The root cause of the damaged components cannot be positively identified. Device evaluation of monitor (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the 3.3v and 1.8v lines were shorted. The cause of the inability to power on is the shorted lines. The root cause of the damaged lines cannot be positively identified. No adverse event resulted from the defective monitors.

Event description:
A us distributor returned two monitors indicating that they would not power on.